Event description:
Per the clinic, the device was explanted (B)(6) 2015, reason for explantation not reported. During the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.